Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the device alarmed low battery. The power management tool confirmed low battery and power loss due to non-sleep anomaly software error. Pump error 63 alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery in a timely manner. The customer¿s blood glucose level was 11.2 mmol/l at the time of the incident. Customer states he changes the battery and has not fixed the problem and changed the battery cap a couple months ago. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.